Event description:
A report was received that the patient that the patient had difficulty charging the ipg and experienced inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
A report was received that the patient that the patient had difficulty charging the ipg and experienced inadequate stimulation. The patient underwent an explant procedure.